Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction injection via manual insulin therapy. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer's blood glucose was 211 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.